Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-33, lot# va0mu7y, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead .

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead migration and ins site never healing was unknown. It was noted that the patient had one lead implanted and the lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported previously known information but the patient added that they thought the issue with their ins coming out was due to a gastric procedure the patient had done around the same time which lead to the patient losing about (B)(6) pounds which was more than what was expected. No other information was reported. There were no further complication reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33 lot# va0mu7y (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type lead (B)(4)applies to lead (lot# va0mu7y) only. No longer applies to lead (lot# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back saying they received a letter from the manufacturing company. Their healthcare provider (hcp) reviewed their x-ray on the date of the report and concluded that there is no evidence that the lead migrated. It is unknown why the patient had severe pain and one of the electrodes wasn't working. They think the next step is to have the manufacture representative (rep) reprogram them, but they aren't sure. The patient then asked if the ins or lead has mercury or thimerosal; thimerosal is mercury-based. They are allergic to mercury and mentioned calling before. The patient reported having a rash on their legs since (B)(6)2016. They have shut off their implantable neurostimulator (ins) which has improved their symptoms. Their "neuropathy is gone on their fingers and hands and only on insulin." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va0mu7y, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. Fdc refers to the lead.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient's ins site had never healed since implant. It was noted that since (B)(6) 2017: the ins site had been swollen and reopened; the ins had come unseated from the pocket and was "floating around;" and the ins had started to come out of the pocket. It was also reported that the patient had been having an allergic reaction on both of their legs since implant. The patient stated that they may have an allergy to nickel, and it was confirmed that part of the lead has a nickel alloy. The patient stated that they would review that with their healthcare provider and dermatologist. It was also reported that the lead had migrated and required a revision. It was noted that the patient's ins and lead were removed and replaced on (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.